Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the longevity estimation discrepancies is believed to have been caused by a programmer software anomaly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature battery depletion was noted. The patient did not experience any symptoms. The device was explanted. The patient was stable before, during and after the procedure.